Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 495, 406, 396 and 44 mg/dl when all testing was performed within 10 minutes on the advantage system. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.